Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and noticed a different reading from the pump and the actual blood glucose reading. The customer reported a blood glucose value of 20 mg/dl. The customer reported hypoglycemia was treated with nose spray and glucose tablets and by discontinuing use of the insulin delivery system. The customer was passed out and the emergency medical services (ems) were dispatched. The customer was hospitalized for less than the 24 hours. And also, customer noticed a significant discrepancy between the sensor glucose and blood glucose values. The event involved product(s) mmt-332a, mmt-7040a, unomedical, mmt-1884. Troubleshooting was performed for hyperglycemic event. Customer had been using the insulin pump system within 48hours of reported at the time of event. Customer stated auto mode/smartguard feature active at the time of event. Troubleshooting was performed for difference between glucose values. The customer reported blood glucose value of 20mg/dl and sensor glucose value of 85mg/dl at the time of incident. The difference between the glucose values was outside the acceptable range. Insulin delivery was not suspended due to difference in glucose values. The customer under the medication of tylenol. Explained sensor might have no longer been responding to glucose changes and explained possible causes. No further patient complications were reported. No product return is required for mmt-332a, mmt-7040a, unomedical, mmt-1884.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Corrected summary: the product mmt-7040a was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device.